Event description:
First signs of bell's palsy appears during dental cleaning using ultra-sonic device. Just want to supply this info to FDA for data collection to see if similar occurrence surfaced. May be the ultrasound affects the facial nerve.